Manufacturer narrative:
Evaluation method: the patient's lifevest was not returned for evaluation. Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
The patient's skin irritation was confirmed. The patient reported "heat rash blisters" under the back two therapy electrode pads. The skin irritation was described as very itchy and red but was not bleeding. There is no alleged device malfunction. The patient's doctor recommended applying cortisone cream to the skin irritation. The medical outcome of the skin irritation is unknown.